Event description:
It was reported that the customer was receiving no delivery alarms daily for the past week. Troubleshooting was performed and insulin exited the tubing. Customer was advised to rewind the pump. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer wanted to get a loaner insulin pump because she is not confident in her current pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, stained end cap sticker and a cracked case at the reservoir tube window corners.